Event description:
It was reported that the patient experienced hypertension. An ekosonic catheter was selected for use during a bilateral pulmonary embolism thrombolysis. The catheter was placed in the catheterization lab. After 8 hours of run time, an all msd groups disabled alarm occurred. Troubleshooting was performed, by checking for cross connections and bent pins or fluid; however, none were found. Therapy was stopped and ns was ran through the drug port. The patient was reported to be experiencing hypertension and felt "bad".